Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of a battery tube connector not plugged properly.

Event description:
The customer reported that the insulin pump had a blank display. Troubleshooting was performed. The battery was removed and reinstalled and the device continued having a blank display. No further information was provided.